Event description:
A resident had to be released from the lift seat shell by the fire brigade when a testicle became trapped in one the drainage holes. Patient suffered from shock. One person involved.